Event description:
(B)(4). My experience was horrific. I was first diagnosed with ibs. Then I had problems digesting the food I ate and had ongoing urination and bowel problems. I ended up having a colonoscopy, and endoscopy which came out clean so nobody could tell what was causing all of my debilitating pain. Then I was in the emergency room three times within three weeks. I had multiple blood, urine, and CT scans. I finally ended up having a partial hysterectomy. I thought I was in the clear but I am still battling memory loss, muscle twitching in hands, numbness in my legs and hands, inability to focus. Weak, tired, and severely depressed. Have a severe case of endometriosis which has caused me two more surgeries with the last one coming up.